Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 03-oct-2024, a patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, it was reported that the stent has allegedly collapsed. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a stent graft placement procedure using the covera vascular covered stent. On (B)(6) 2024, it was reported that the stent has allegedly collapsed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: two pdf files containing x-ray images were provided. Images document treatment of a stenosis in the left forearm av fistula, including balloon dilation, placement of a 10×60mm stent, and post-dilation. Images show the previously placed stent, balloon dilation of the area, and post-dilation of an additional 10×40mm stent graft. No indications of device deficiency were observed in the provided imaging. The physician explicitly stated that the issue was not device-related but caused by the anatomical characteristics of the placement site. Imaging supports this assessment, showing proximity of the stenotic segment to the bony prominence at the distal humerus, which likely contributed to mechanical compression. However, proper stent sizing relative to the target vessel diameter is considered a critical factor in preventing such complications. The lot number of the initially placed 10×60mm stent was not provided, preventing a review of lot history records. Based on the available information and evaluation of the provided x-ray images, the investigation into a potential device-related issue is closed with an inconclusive result. A definitive root cause could not be identified. Labelling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use (IFU) states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the instruction for use (IFU). Regarding selection of the correct size of the covered stent the IFU states: special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter. Regarding precautions, the instruction for use (IFU) states: the effect of placing the device across a previously placed bare metal stent has not been evaluated. G2, g3, h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.